Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been returned and evaluated by the failure analysis team and the complaint was confirmed. Visual inspection showed that the tip cover had gouge towards the middle of the accessory.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) disposable sheath was still present at the distal tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and it came in with the mcs tip cover stuck on main tube due to its breakage. The mcs tip cover had holes/tears as a result. During visual inspection, the instrument was found to have a broken main tube extension at the distal tip. Components adjacent to this broken main tube did not show damage. No missing components found.